Event description:
Ous MDR - after an implantation period of approximately 17 months, oversensing with inappropriate therapy was reported. A possible lead fracture is suspected. This lead was explanted on (B)(6) 2017.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms confirmed the presence of noise on the rv channel which led to shock delivery as reported in the complaint description. Furthermore the rv coil continuity was found to be stable around 350 ohms between (B)(6) 2016 and (B)(6) with subsequent intermittent decreases to <200 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the ligature marks were noted 25 cm distal to the is-1 connector pin. Multiple signs of wear along the lead body were noted. In particular approx. 30 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The insulation and the coating of the conductor cables was damaged in this region. These damages can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were observed which most likely resulted from the extraction procedure. In the course of the mechanical analysis a stylet could not properly introduced within the leads lumen. The subsequent investigation of the fixation mechanism was not feasible. During the electrical analysis intermittent low impedances were measured due to the above mentioned insulation damage. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.